Event description:
Customer reported a leak in the smartsite set. No patient harm; no medical intervention reported. Customer unable to provide event details or patient information. Requested return of set. If set received, a follow up report will be submitted.